Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer noted that there was actually no patient involvement at the time the issue was discovered. No patient or user harm was reported. The asp also stated that the touchscreen was faulty, and the cursor was not moving properly. After the touchscreen was calibrated by the hospital equipment department, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v200 indicating that the screen button malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v200 and reported to the hospital equipment department. The issue was resolved and had no impact on the patient. The customer called technical support to report that the screen button malfunctioned while the device was in use. The investigation is ongoing.